Event description:
The incident occurred about 5 minutes after the establishment of cpb. Patient was on cpb for the repair of an emergency aortic dissection. As the ascending aorta was to be replaced/repaired the cpb circuit consisted of one for the systemic circulation and one for the cerebral circulation. The cerebral circulation inlet branched off the arterial line of the cpb circuit. The cerebral circuit was flowing at just over a one litre per minute. Surgeon asked for patient to be filled, occluding the venous line filled the patient and decreased the volume in the reservoir, the reservoir volume dropped triggering the safe flow sensor. The triggering of the safe flow sensor drops the arterial pump to equal what is flowing through the venous line, in this instance the cerebral flow was greater than the arterial flow and therefore, air was dragged across the oxygenator membrane. The perfusionists had interlocked the cerebral pump to the arterial pump and assumed that as the arterial pump flows dropped so would the cerebral pump flows. The perfusionists at the time noted that air had been dragged across the membrane and that it had entered the cerebral circuit. Surgeon also noticed the air in the line. Cerebral circulation was stopped until air was cleared from line. Air was cleared from the oxygenator and perfusion recommenced and the case was completed with no other issues.